Event description:
The customer reported a loss of audible alarms, at the cic which was monitoring telemetry patients. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.